Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the ercp, they were able to advance the spyglass probe through the spyscope access & delivery catheter and position the probe within the common bile duct with no issue on the first pass. However, a little resistance was felt on the second pass as they were advancing the spyglass probe through the portion of the spyscope where it bends through the scope elevator. The spyglass probe broke into two separate pieces. They removed both the spyscope and the spyglass probe from the patient as a unit. No part of the device fell inside the patient. Outside of the patient, they were able to remove the detached piece of spyglass probe from the spyscope using a guidewire. A second spyglass probe was not available and the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the ercp, they were able to advance the spyglass probe through the spyscope access & delivery catheter and position the probe within the common bile duct with no issue on the first pass. However, a little resistance was felt on the second pass as they were advancing the spyglass probe through the portion of the spyscope where it bends through the scope elevator. The spyglass probe broke into two separate pieces. They removed both the spyscope and the spyglass probe from the patient as a unit. No part of the device fell inside the patient. Outside of the patient, they were able to remove the detached piece of spyglass probe from the spyscope using a guidewire. A second spyglass probe was not available and the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the probe was broken at the polyimide/pebax interface. The illumination fibers were broken where the polyimide leaves the pebax tubing. The image fiber is broken where the polyimide leaves the pebax tubing. No debris was present on the distal or proximal image fiber faces. The proximal cam groove slot revealed some wear and gouges due to multiple interface engagements with the ocular. The pebax tubing and the polyimide sheathing are in good condition. The condition of the returned incident device was consistent with the complaint which stated that the probe broke in two separate pieces. Based on the results of the investigation the most probable root cause is wear and tear. The spyglass visualization probe has been validated to 20 cycles of reprocessing with no image degradation. The true number of procedural uses will depend on how the spyglass probe is handled. A review of the device history record (DHR) was performed; no deviations cited or observed on any documents. (B)(4).